Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple hypotube kinks. A break in the mid shaft was identified at 117.6cm distal to the distal end of the strain relief. A detailed microscopic examination of the balloon material identified no issues with the balloon however the balloon was pushed distally and bunched at the proximal section. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Microscopic examination noted kinks and that the shaft polymer extrusion was stretched just distal to the port exchange (stretched for 5mm in length). No issues identified in the tip profile. A microscopic examination of the proximal and distal markerbands identified no damage. The device could not be fully loaded and tracked over a 0.014'' guidewire due to the damage to the polymer extrusion.

Event description:
It was reported that the balloon was stuck with the wire. The 22 mm in length, 2.25 mm in vascular diameter, 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon was entangled with the guide wire and it could not be delivered to the lesion site. The device was withdrawn from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable after the procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6) .

Event description:
It was reported that the balloon was stuck with the wire. The 22 mm in length, 2.25 mm in vascular diameter, 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.00mm wolverine cutting ballon was selected for use. During the procedure, the balloon was entangled with the guide wire and it could not be delivered to the lesion site. The device was withdrawn from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable after the procedure.